Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported the pc displayed the message "end of service" patient was using tonic therapy and parameters were set high and the battery depleted earlier. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
E1 correction: the reporter¿s information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.